Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: d4, d5, d10, g4, g7, h2, h3, h4, h6 and h10. Based on the results of the investigation, the event likely occurred because internal electronic components temporarily malfunctioned or was due to influences other than the subject device.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was not displayed and responded after turning on the power switch but the buttons and indicators were on at the gastroscopy procedure preparation for use. The user changed to another similar device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon which the image on the subject device was not displayed. There was no report of patient injury associated with this event.